Event description:
Patient admitted on (B)(6) 2023 with hemolysis and a ldh of 618. Baseline ldh for patient <200. Lvad flows 4.2 and power 6.7. Target inr <1.5 due to recurrent gi bleeds. Inr 1.1 on admission. Patient declined lvad specific CT. Heparin started. Patient refusing lvad exchange at this time. Inr goal increased to 1.5 to 2.5. Lovenox bridge ordered as patient wants to go home. Patient discharged (B)(6) 2023. Patient re-admitted (B)(6) 2023 with decision to have lvad exchange. Heparin started. 09/01 lvad CT performed and thrombus not noted. (B)(6) heartware exchanged for a heartmate3. Thrombus noted on visual inspection.